Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Upon further review of the file, it was learned that the event for the serial number (B)(4) was already captured and submitted under manufacturer report number 9614546-2018-00958. Therefore, no further information will be provided under this manufacturer report number 9614546-2018-00953, as it has now been determined to be a duplicate file/report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 tecnis symfony multifocal iol (intraocular lens) was explanted in a secondary surgical procedure, because of the patient complaining of seeing ''fireworks'' and the near and distance vision was unacceptable. The lens was explanted and replaced with a monofocal zcb00 lens (diopter unknown). No incision enlargement, no vitrectomy was performed and no sutures were used. The explanted lens was discarded by the surgery center. No additional information was provided.